Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed, and the outcome showed several bad batteries followed by a failed battery. All the settings were correct in the pump but failed high pressure test twice while using the hemostat.

Manufacturer narrative:
Unit alarmed "no delivery" outside of spec range on occlusion test due to faulty forse senor. Unit had intermittent failed battery test alarms due to faulty battery tube. No unexpected bad battery alarms noted.